Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that they were experiencing high and low blood glucose level. The high blood glucose level was 589 mg/dl and treated with 8.7 units by using insulin pump. The low blood glucose level was 40 mg/dl and treated by intake of crab and juice. It was unknown that the auto mode feature was active at the time of incident. Insulin pump will not be returned for analysis.